Event description:
It was reported that the patient is experiencing pain around the groin and hip.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular stem. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported unspecified injury is considered to be under the scope of this recall. No further investigation is required. The reported event regarding revision due to pain involving an unknown rejuvenate modular device was confirmed.

Event description:
It was reported that the patient is experiencing pain around the groin and hip. It was later reported that the patient was revised.